Event description:
The manufacturer received information alleging issues will humidifier. The patient also alleges filters are turning black, but these are not philips filters. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.